Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose motor support disk.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 238 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.